Event description:
It was reported that they just received their loaner holster and when they connect the holster to the control module they continue to get the same l3-002 error code as with their original holster. She connected a tester probe to the loaner holster and continued to receive the code. She checked the dc adapter for the blue and green cable and noticed they both were loose. The patient was not in the room but the case was cancelled and the patient rescheduled. Control module being returned for repair.

Manufacturer narrative:
Date sent: 09/10/2007. Evaluation summary: the unit was returned to the analysis site due to receiving the l3-002 error code. The analysis site confirmed the customer complaint and replaced the translational motors dc motor adapter to correct the issue. The site also replaced the rotational connector socket because it was broken, replaced the main housing, bezel rope gasket, and the bulkhead tubing gasket because the lcd rotated 360 degrees, replaced the u-handle because the lcd would not stay upright, replaced the right angle canister adapter assembly due to it was missing, replaced the vso due to inadequate vacuum regulation, replaced four pump mount screws, four fender washers, four flat washers, and four pump isolation mounts due to excessive vibration of the pump. As part of the standard ees service process, replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors, and replaced the holster: if board to bezel. As per the mammotome service manual performed the dc motor adapter upgrade, and shortened the length of the tubing assembly to 4.5". The unit has not been returned for service prior to this event, therefore, no service history review can be done.